Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-500-18 mdrs related to this event: 2029214-2019-00476. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex with shield failure to open during a procedure. The patient was undergoing treatment of an unruptured, amorphous aneurysm with a max diameter of 7.63mm and a neck diameter of 5.63mm. It was noted that the vessel tortuosity was normal. The devices were prepared as indicated per the IFU. It was reported that during a procedure, a pipeline was flattened due to multiple load/unload, sheath/resheathing techniques, causing an inability for the device to open/deploy in the middle section. The device was replaced. The new device deployed successfully. Post procedure angiographic results were satisfactory.